Event description:
It was reported that the battery gauge intermittently fluctuated resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer continued to use the pump as backup insulin therapy.